Event description:
Two or packs were opened. Both had contaminants in the lap sponges made by medical action. Craniotomy pack catalog# 622439, lot# 1178322 rev 011. Major pack catalog# 622439 lot 1178322 rev 13. The lap sponges found in the phs packs are made by medical action. Vendor item #:(B)(4). Description: sponge, lap 18x18 pre-washed. Warehousing: (B)(4). Focusing on medical action sponges (not phs packs): phs packs= (B)(4). Same reporter in mw5043161- mw5043178.